Manufacturer narrative:
The pump powered up properly after battery installation the pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08700 inches. The pump was monitored, no stuck button alarm, blank display, frozen screen, unexpected battery power loss, pump error 49 alarm, pump error 68 alarm, pump error 23 alarm noted. Successfully downloaded history files and traces using thump. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/27/2025 to 08/05/2025. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 04-sep-2025. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no unexpected battery power loss or battery related alarms or alerts noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 07/21/2025 16:35:00 after more than 7 days at 23.54 days. Battery cycle 2 received the lowbatteryalert (104) on 06/27/2025 17:53:01 after more than 7 days at 24.25 days. Battery cycle 3 received the lowbatteryalert (104) on 05/21/2025 18:42:00 after more than 7 days at 25.21 days. With reference to the baat tool instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 04-sep-2025 in the formatted history file. There was no data available to verify stuck button alarm, pump error 49 alarm, pump error 68 alarm, pump error 23 alarm on the event date of 04-sep-2025. No unexpected stuck button alarm, pump error 49 alarm, pump error 68 alarm, pump error 23 alarm noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. Also, it was verified that the battery tube power connector is properly connected to j7/pcb1. However, slight corrosion was found on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.64 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for stuck button alarm, blank display, frozen screen, unexpected battery power loss, pump error 49 alarm, pump error 68 alarm, pump error 23 alarm were not confirmed. During visual inspection, slight corrosion was found on the pcba 1 and pcba 2. Slight corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported pump error 49(history pointers failed. The history pointers are corrupted), pump error 23(post-reset ram crc alarm), stuck buttons alarm, frozen pump screen, and the pump failed to turn on after a battery change. The blood glucose value at the time of the event was 258 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-1886. Troubleshooting was performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was also performed for the stuck button alarm, and the customer stated that the pump was not exposed to a change in altitude. Troubleshooting was performed for the power loss alarm, and the customer was unable to clear the alarm. Troubleshooting was performed for display issues, and the customer stated that no screen failures. Troubleshooting was performed for pump error alarms, and the customer was unable to clear the alarm. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested, and the customer responded that the device would be returned.